Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer was unable to use the programmer and calibration of the stylus did not resolve the issue. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the customer was unable to use the programmer and calibration of the stylus did not resolve the issue. No interrogation was possible due to issues with the radiofrequency head connector on the link electronic module (lem) board. The link electronic module (lem) board was replaced. It was also determined at analysis that the paper tray was nearly empty, the keyboard and upper case was damaged. The cooling fan was noisy. The electrocardiogram (ECG) connector and handle were updated. Software errors were found. The software was reinstalled to the latest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.